Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer has been experiencing high blood glucose levels (567 mg/dl). The pump has started to make a loud noise during cartridge changes. Customer typically loads cold insulin into cartridge.